Manufacturer narrative:
The probable root cause is overload considering the reported high activity of the patient, that this is the first abutment screw and abutment replacement and the lack of any other cause leading to abutment screw fracture.

Event description:
Abutment and abutment screw replacement surgery for a patient due to fractured abutment screw. Black secretion and play between components was reported.